Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed an electrical fault alarm logged on 12-jul-2021 at 20:59:42 due to an overcurrent condition in the front resulting in the pump running on a single stator (rear-stator only). Additionally, a high watt alarm was recorded on 12-jul-2021 at 20:59:43. The high watt alarm was indicative of the increased power consumption associated with the pump running on a single stator. Log file analysis also revealed that a reactivation event was logged on 12-jul-2021 at 20:59:38 due to an overcurrent condition detected on the front stator. On-site inspection of the driveline cable, as well as the provided visual evidence, revealed fractures and tears in three areas of the outer sheath. The visual evidence also revealed discoloration on the outer sheath of the driveline cable. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Of note, manipulating the driveline cable did not reproduce any alarms. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarm can be attributed, but not limited, to contamination by foreign material of the driveline extension cable connector, a marginal driveline connection, damage to the driveline outer sheath. The most likely root cause of the observed high watt alarm can be attributed to the increased power consumption required to run on a single stator. Based on historical review of similar events, the most likely root cause of the driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline cable outer sheath was damaged in three places. Upon review of data log files, it was found that the vad had exhibited electrical fault and high watt alarms, however the patient did not recall hearing the alarms. Inspection of the damaged driveline sheath areas found that the inner wires and insulation were still intact, and manipulating the driveline cable did not reproduce any alarms. Driveline sheath repair servicing was performed. The vad remains in use. No patient complications have been reported as a result of this event.